Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated - date of event. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose se device after an unspecified procedure. Reportedly, the starclose se device was successfully placed in the patient anatomy five years ago. Four months post procedure the patient experienced a rash on their body. Currently, the patient has eczema around their eyes, rash and complains of malaise and fatigue. The eczema is being treated with a tropical steroid and the eczema is clearing up. An allergy test was completed and found the patient is allergic to nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue.